Event description:
A report was received that the pt was explanted due to a hematoma in the epidural space. The pt had a non-device related fall. The physician did not know the reason for the hematoma, but it caused loss of feeling in the pt's legs. Following the explant procedure, the pt regained feeling in the legs and was reportedly doing well.

Manufacturer narrative:
The devices involved in the event were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.